Manufacturer narrative:
One device was returned for analysis of complaint that the cassette sensor was defective. There was no applicable alarm history or service history. Complaint was not confirmed during functional testing. No reportable device problem was found.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that the cassette sensor is defective. The event occurred during testing. There was no patient involvement.